Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative replaced the sample probe, decontaminated the rinse mechanism, and adjusted/verified the rinse volumes. He performed tests and checks with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable albumin gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 0.5 g/dl. The repeated result was 4.5 g/dl. The repeated result was believed to be correct.

Manufacturer narrative:
The qc and calibration were acceptable. A general reagent issue was excluded. The investigation determined that the service actions resolved the issue.